Manufacturer narrative:
Correction to supplemental emdr-178661. H3 dropdowns were changed from 'none selected' to yes.

Manufacturer narrative:
The case description states that the user needed to input the decimal point twice for it to register in the bolus calculator when manually adjusting the bolus. A software defect has been identified in version 1.2.2 of the omnipod 5 app. This defect has introduced an error in the bolus calculator where the entry of a decimal separator (period/comma) is not recognized by the device in a defined sequence of events. This may lead to an over-delivery of insulin to the user if the user does not recognize the error on the bolus calculator screen or the confirmation screen prior to starting the bolus. The complaint reported issue is currently under the referenced CAPA investigation. No further post market lab investigation evaluation is required.

Event description:
It was reported by the patient that a malfunction had occurred while using their omnipod 5 controller app. The patient gave an example saying, "you have to put the decimal point in twice in order for it to register ". Caller states this occurs when he is editing the suggested bolus by the bolus calculator. No injuries or medical intervention was required due to the malfunction.

Manufacturer narrative:
The reported event occurred due to a software defect that is subject to a field safety correction. Reference FDA:res number (B)(4).